Event description:
A lung ablation was conducted on 27 dec 2012. The pt developed a pneumothorax, ctcae grade 2, which required a chest tube for < 1 day. The pt was discharged the following day. The event is noted to be related to the cryoablation procedure and is a known potential adverse event related to the procedure.

Manufacturer narrative:
The device was not returned for investigation and no malfunctions or issues with the device were reported. This adverse event was collected as part of a clinical study. Pneumothorax is a known potential adverse event from cryoablation procedures and is documented as such in the product IFU and user manual. The pt was treated and the issue was resolved.